Manufacturer narrative:
D10 concomitant product: unknown non-medtronic product, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the specimen retrieval pouch broke and this resulted in surgeon having to make a larger incision to remove gallbladder and an increased risk of infection due to gallbladder contents spilling in the patient. A reposable suction cannula from a different manufacturer did not fit properly (screw on to suction irrigator tip) and airleaked causing the normal saline to have a weak spray and it spits.